Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensors had cal error alerts. The customer's blood glucose reading was unknown. The customer also reported that a past sensor had a split cannula. The sensors were replaced and will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.